Event description:
It was reported that the vns treating physician¿s vns handheld was not working. The company representative performed troubleshooting, and once it resets, it says to tap the screen but will not respond. After trying to tap the screen as prompted, the screen did not respond. The representative tried performing a hard reset multiple times but was unable to get past that screen. A replacement handheld device was provided to the physician and faulty programming system was returned to the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned handheld. During the analysis it was identified that the handheld could not complete the screen alignment utility during the initial setup process. The cause for the anomaly is associated with debris that was trapped under the case. Once the display was cleaned, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Review of the device manufacturing records indicated that the device passed all final tests prior to distribution. No other information has been provided.